Manufacturer narrative:
H3: product evaluation: lens was returned with liquid and residue/debris within a microcentrifuge vial. Visual inspection found fibre on an optic torn, haptic broken lens. Partial dimensional inspection found the lens to be manufactured within specifications. Unable to perform width inspection due to damage state of returned lens. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was later exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Correction: d4. G1. Claim# (B)(4).